Manufacturer narrative:
Pump received with missing segment and crack on display due to bleeding on lcd display window. Broken battery tube thread noted.

Event description:
The customer reported via phone call that there was a crack near battery compartment. The customer¿s blood glucose level was 167 mg/dl. The insulin pump will be returned for analysis.